Event description:
It was reported that after a gastrectomy procedure, the patient complained of pain. The patient was taken back into surgery later that day and they found a leak in the staple line. It was a 1cmm hole where the staple line had come apart. The surgeon hand sewed the opening. The patient is currently fine.

Manufacturer narrative:
Date sent: 11/29/2007. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.